Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) earlier than anticipated. The ICD was explanted and replaced. The patients right ventricular (rv) lead exhibited high threshold levels, and was capped and replaced during the device changeout procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: d274drg, ICD; implant: (B)(6) 2010. (B)(4).